Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range impedance measurements via a remote monitoring system. All other lead measurements are stable and within range. The physician is aware of this one low measurement and will continue to monitor the lead for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted six years later for an unrelated anomaly.